Event description:
Procedure performed: hysterectomy. Event description: the trocar was inserted as usual and the pneumoperitoneum was established to begin the procedure. During the procedure inserting a 5mm instrument through the trocar and the noticed the seal detached and the instrument moved the seal forward. They take off the instruments and put away the trocar. To continue they open a new one that has no problem. No damages on the patient. Information received from applied medical representative via email 26sep23: the correct lot number is 1488629. The tm was notified of the event on 25 september 2023. Information received from applied medical representative via email 6oct23: a piece fell into the patient, the piece was retrieved from the patient. The piece was clear. The entire component (shield) fell out. They were inserting a needle when the event happened. 5mm grasper [name] was used prior to the incident. Internal seal components were no removed or cut, the piece fallen down was removed, then another new trocar open and even if they inserted the needle the seal in this case didn¿t detached or had any problems. Type of intervention: device replacement. Patient status: no damages.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a clear component. Visual inspection confirmed the complainant¿s experience as the dislodged component was identified to be the shield, an internal plastic component of the seal. Based on the description of the event and condition of the returned unit, it is likely that the dislodged shield was caused by non-axial insertion of an asymmetrical instrument through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hysterectomy. Event description: the trocar was inserted as usual and the pneumoperitoneum was established to begin the procedure. During the procedure inserting a 5mm instrument through the trocar and the noticed the seal detached and the instrument moved the seal forward. They take off the instruments and put away the trocar. To continue they open a new one that has no problem. No damages on the patient. Information received from applied medical representative via email 26sep23: the correct lot number is 1488629. The tm was notified of the event on (B)(6) 2023. Type of intervention: device replacement. Patient status: no damages.